Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid was not sucked into the cartridge after compression.

Event description:
It has been reported that the monomer liquid was not sucked into the cartridge after compression.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant medical products, if follow-up, what type, evaluation codes, and MFR narrative. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The returned item has been inspected according to an internal checklist, as part of our documentation process, which describes the different items to review. All the components have been inspected. No non-conformity has been detected which could be linked to the event. According to the available data, the exact root cause of the event can be related to a handling error due to incorrect device assembly by the user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.